Manufacturer narrative:
Na.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested the patient by fingerstick on the meter and the result was 6.3 inr. The patient had a lab test within 7 hours and the result was 4.3 inr. At 10:15 am, the patient tested on their own coaguchek xs meter and the result was 5.3 inr. At 3:22 pm, the patient retested on their own coaguchek xs meter and the result was 4.9 inr. The serial number was not provided for the patient meter. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no hematocrit issues, no heparin or direct thrombin inhibitors, no antiphospholipid antibodies, no diet changes and no illness. Patient was given an antibiotic 2 weeks ago after having skin cancer removed. The patient states their gums bleed when their inr is above 5.0 inr. They have not required treatment for this bleeding. There was no allegation of an adverse event. Retention test strips (294947) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.